Event description:
A surgeon reported that a patient who had bilateral intraocular lens (iol) implant procedures, right eye eight years ago and left eye seven years ago, now has glistenings easily visible within the iols with the left greater than the right. The vision is not affected by the glistenings. Additional information was requested. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).